Event description:
It was reported a malfunction of the stylus when controlling the positioning of the PICC on the ECG. No trace could be detected on the control console. Precautionary measures: replacement of identical catheter. Consequences: none for the patient, but significant septic risk. 05/06/2024: it was found during investigation the stylet revealed a kink in the polyimide coating

Manufacturer narrative:
The complaint of difficulty obtaining an ECG signal was determined to be inconclusive. The product returned for evaluation was a 3cg stylet with a t-lock assembly. Use residue was observed on the sample. A kink in the polyimide coating near the distal end of the stylet was observed. The returned stylet was tested for continuity using a digital multi-tester with a non-complainant sherlock sensor top plate and non-complainant leads assembly. The resistance was steady and below 15 ohms. The kinked stylet may have contributed to difficulty obtaining the ECG signal. However, it is unknown how or when the kink in the stylet occurred. Additionally, the connection between the capital equipment, patient leads, and stylet may have also been contributed to difficulty obtaining the ECG signal. Consequently, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.